Event description:
This ra lead was implanted on (B)(6)1998 and remains implanted at this time. A call placed to technical services on 6/17/2013 states that caller is asking if any calls documenting ra lead issue - oversensing of noise. Routine follow-up today at trihealth clinic with dr. (B)(6). There are three short atrial tachy response (atr) episodes due to noise on ra lead since last reset. Patient is not pacer dependent. No adverse patient effects. No asystole noted. Lead imlanted since 1998, so probably wearing out. Technical services asked if bipolar and lead measurements. Representative stated yes, programmed bipolar: impedances decreasing and currently 180ohms. Unable to reproduce noise with isometrics. Thresholds still good, at 0.8v. Dr. (B)(6) plans to continue to monitor. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).